Event description:
The facility reported an infusion pump with a failure code 810:11. The failure was reported to have occurred during biomed testing. The hospital representative stated that there have been no reports of any patient injury or medical intervention. No additional information available.

Manufacturer narrative:
Evaluation summary: the reported condition of failure code 810:11 was confirmed by the baxter repair technician. Inspection of the device determined to the cause of the failure was due to moisture on the pump head module jaw. The pump head module was replaced and the device was tested by the technician. A field corrective action has been initiated for the reported failure code.